Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture was observed on the first post implant day of the implantable pulse generator (ipg). During the re-intervention it was noted that the rv lead was not properly connected and the screw issue was suspected. The ipg was explanted and replaced and the issue was resolved. No patient complications have been reported as a result of this event.